Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose level. The customer¿s blood glucose level was 480 mg/dl due to an issue with her infusion set. Customer stated that her blood glucose level went up to 500 mg/dl range. Customer stated that she resolved the issue with the infusion set change. Customer not stated that auto mode was used or not. Customer also stated that her blood glucose level went down to 55 mg/dl in the morning but treated it by eating breakfast. Customer also reported multiple large air bubbles in the infusion set later on changing it. Customer was reporting a past event. Customer declined troubleshooting for high and low blood glucose as she had treated each event. The device will not be returned for analysis.